Event description:
During a ptca / stenting treatment procedure, a coronary artery dissection occurred. While the physician was loading a stent onto the guide wire, the 6f runway fl4 guide catheter caused a dissection in the left main coronary artery. The pt remained stable and the physician completed the procedure. The pt was then sent to surgery to repair the dissection. Pt condition was reported as stable going into surgery.